Event description:
It was reported that a patient underwent a revision hip arthroplasty on (B)(6) 2014. The explanted components were identified as allofit acetabular cup and sl-plus classic femoral stem. No additional clinical information or surgical details were available at the time of reporting.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to limited information, it is not possible to conduct a review of historical complaints. Due to insufficient information it is not possible to perform a review of past corrective actions. Due to insufficient information it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use states "implants and implant components of smith & nephew orthopaedics ag must not be combined with other manufacturer implants, unless the implant combination is listed in the relevant surgical technique or in the compatibility matrix (lit. No. 04758) available on www.smith-nephew.com/key-products/orthopaedic-reconstruction/." In the section ¿combination restrictions of smith & nephew products with third-party products¿. Additionally, it lists several ¿potential adverse device effect¿ from a hip arthroplasty. The available clinical information was reviewed. A clinical root cause could not be determined. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Corrected data: b5, h6 (health effect - clinical code).

Event description:
It was reported that, after a thr surgery, the patient underwent a revision hip arthroplasty on (B)(6) 2014 in which the noted diagnosis was prosthetic loosening. The explanted components were identified as allofit acetabular cup and sl-plus classic femoral stem. No additional clinical information or surgical details were available at the time of reporting.

Manufacturer narrative:
H3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to limited information, it is not possible to conduct a review of historical complaints. Due to insufficient information it is not possible to perform a review of past corrective actions. Due to insufficient information it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use states "implants and implant components of smith & nephew orthopaedics ag must not be combined with other manufacturer implants, unless the implant combination is listed in the relevant surgical technique or in the compatibility matrix (lit. No. 04758) available on www.smith-nephew.com/key-products/orthopaedic-reconstruction/." In the section ¿combination restrictions of smith & nephew products with third-party products¿. Additionally, it lists several ¿potential adverse device effect¿ from a hip arthroplasty. The available clinical information was reviewed. A clinical root cause could not be determined. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.